Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. No results to date. No conclusion can be provided at this time. A follow-up report will be provided once we have further information.

Event description:
A hospital in another country, reported that the lower case molding of iw930jeu cosycot infant warmer was damaged. No patient consequence was reported.